Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted

Event description:
It was reported from (B)(6) by the staff that the patient came this morning to implant center due to hematuria during the night. Blood samples were done, ldh 1100.watt didn't increase. Log files were sent to the manufacturer for analysis. Today around 4pm, hematuria started again. Lysis was started. The investigation is in progress.

Manufacturer narrative:
"No relevant past medical history prior to this hematuria event. The patient's anticoagulation was controlled prior to the event. The patient is now at home without any issue." (B)(4) was not returned for evaluation as it remains implanted. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event captured in (B)(4) showed a rise in power consumption starting (B)(6) 2015 to a peak of 5.5 w on (B)(6) 2015. There is no evidence to suggest that a device malfunction contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.